Event description:
Patient had a right carotid endarterectomy on (B)(6) 2017. Patient seen at on (B)(6) 2017 c/o purulent drainage, swelling, and pain from incision. Patient was made a direct admit and taken back to the operating room on (B)(6) 2017 for wound irrigation and drainage of a superficial abscess of the right neck wound. Patient qualifies for a deep incisional ssi right elective cea with patch angioplasty. Two days post operation right neck pain, discomfort, swelling, redness. Swelling, drainage from incision, dizziness, pain at site; yellow drainage. Xenosure patch lot xbu2288, exp 11/28/2022, prep fluid 0.9 percent, nss lot g130039 per intraoperative record.